Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected high out of range right ventricular (rv) pacing impedances of greater than 3000 ohms. The impedance was stable around the 400 ohms range, but now seventy percent of the time is greater than 3000 ohms. This increase in impedance started a couple of months ago. There was no noise noted with isometrics and pocket manipulation. There were no stored events. The shock lead impedance was stable. The patient reportedly had a fall around the same time as the impedance increase. Troubleshooting options were discussed. It was noted the patient was using drugs and was not taking his medications (ejection fraction 15 percent). The patient's long term prognosis was poor. The physician decided to program tachy therapy off (monitor only). Additional information was received that no further actions will be taken at this time. The patient was scheduled for a follow-up appointment with his physician, but the patient did not show up. The appointment has not been rescheduled as they are still waiting for the patient to call back. This rv lead remains in service and there were no adverse patient effects related to the event.